Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient's healthcare professional (hcp) usually turned the pump off because of her MRI (magnetic resonance imaging) then turned it back on after. The patient "almost died" with the pump. She didn't know she missed a refill; because she didn't get the pump filled it went empty and she went through withdrawal. No further complications were reported.